Manufacturer narrative:
Evaluation summary: the reported defect of balloon burst was not confirmed. The balloon latex and distal windings have been pulled off the distal tip of the catheter, and were not returned. The proximal windings appear to be in good condition. It appears the latex has pulled out from under the proximal windings and was pulled off the tip of the catheter with the distal windings. This condition may occur if the maximum recommended pull force has been exceeded. The maximum pull force is 2.0 lbs (per dfu). A device history record review was completed and documented that the device met all specifications upon distribution.

Event description:
As reported, there was a balloon burst and a new fogarty catheter had to be used. No clinical consequences for the patient.